Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet reporting criteria. This event therefore is not reportable.

Event description:
It was reported that a patient underwent an open mid abdominal ventral hernia repair on (B)(6) 2009 and mesh was used. The patient was discharged from the hospital on (B)(6) 2009 with no problems noted. On the 24 month questionnaire on (B)(6) 2012, the patient reported that he experienced a recurrent hernia in (B)(6) 2010 and reported that he underwent reoperation on an unknown date. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.